Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose reading below 20 mg/dl. Customer had symptom of low blood glucose; customer had a seizure, customer also fell and broke his arm. Customer was hospitalized due to low blood glucose. Customer was treated and released. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on inuslin pump and customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with the operating currents within specifications and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was received with a partially broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.